Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the pulse generator's quality seal packaging was broken. There was no patient involvement and the device was not used. No additional information was reported.